Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient states that he had a medical event with a pod and went to the hospital. Patient states that he had passed out at work. Patient was taken to the emergency room (ER). The patient states that his blood glucose was 17 mg/dl. The pod was worn for 4 to 24 hours on the arm. The ER doctor could not find his heart beat. They removed his pod at the hospital. Patient states pod he was wearing was still giving insulin but was also dumping insulin when it was removed by hospital staff. Patient also stated he decreases his insulin rate. Patient states he was given two g15 shots, glyco 15, intravenous therapy and was given 3 meals. He was in the hospital for 5.5 hours. Patient states normal bg ranges between 150-200 mg/dl.